Manufacturer narrative:
Additional narrative: this report is for an unknown screw. Screw back out. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: larson, t., stern, p., (2014), reduction and association of the scaphoid and lunate procedure: short-term clinical and radiographic outcomes, journal of hand surgery, 39 (11), 2168-2174 (USA). A retrospective review was performed on 7 patients with an average follow-up of 38 months. All patients were men, with an average age of 41 years (range, 20 ¿ 62 years) at the time of surgery. These patients underwent a surgical stabilization of reduction and association of the scaphoid and lunate bone. A 3.0mm cannulated headless compression screw set was used to perform this procedure. Complications that occurred was one patient had the screw back out with loss of reduction and required screw removal. This is report 2 of 2 for (B)(4). This report is for an unknown screw.